Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors that had a leak due to hydrogen exposure. This resulted in the observed premature battery depletion.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected. This device was surgically explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected. This device was surgically explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) behavior. The battery was suspected to be depleting more quickly than expected. No adverse patient effects were reported.